Event description:
It was reported that this right atrial {ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Troubleshooting options were discussed with the health care professional {hcp). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).